Event description:
The facility reports the left sidesupport has shut out of its bolts; the resident fell out of the trolley. The nurse was able to lower the resident to the floor, which prevented any injuries.

Manufacturer narrative:
The reports indicate the locking mechanism was distorted/damaged and therefore, not functioning correctly. The MFR concludes the event occurred as a result of user error, as the customer was using a defect product. The MFR recommends retraining of personnel regarding how to use and maintain the product. It is also recommended the locking mechanism be returned to its original shape and tested to ensure it functions as intended.